Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the heat torch and diaphragm. The cse confirmed the cuvette, photometer arm and alignments. The cse inspected the photometer, and results were acceptable. The cse tested patient samples, and results were acceptable. The cause of the smoke emitted was due to a heat torch malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke and burning smell were emitted from the cuvette area of a dimension rxl max instrument. There were no reports of adverse health consequences or patient intervention due to the smoke emitted from the instrument.